Manufacturer narrative:
Per additional information received on may 2, 2025, patient underwent bilateral replacements as follow: l 3504001bc sn (B)(6), r 3504001bc sn (B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. (B)(4).

Manufacturer narrative:
Per additional information received on may 06, 2025, indicated that the mammogram examination located fluid at right implant site, and the right side rupture is symptomatic. Date of event updated to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast surgery with mentor memorygel 450cc silicone prosthesis experienced a bilateral silent rupture following the procedure. The right rupture was identified during a mammogram in (B)(6) 2024, which was subsequently confirmed by an ultrasound. In response to these findings, the patient underwent a bilateral removal of the implants on (B)(6) 2025. This report specifically pertains to the status and condition of the right side post-operatively.

Manufacturer narrative:
Devices photo evaluation completed on may 26, 2025: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).